Event description:
A laser technician reports an energy error that shut down the system prior to ablation, but after the flap was cut. The surgeon put the flap down and sent the patient home to heal. The surgeon plans to see the patient in two months to perform the laser treatment. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).